Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
Customer reported a secondary of magnesium back flowed into the primary bag. The IV set was replaced and the infusion was restarted without incident. There was no report of pt or med intervention. No further pt or event info was provided.